Manufacturer narrative:
Date rec¿d by MFR : 07aug2019, date of report : 23aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the navigation ring and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's navigation ring failed. There was no patient involvement.